Event description:
It was reported that the bd syringe plastipak 20ml ll s/su barrel was cracked. The following information was provided by the initial reporter translated from portuguese to english: item : 001105 20ml syringe w/o needle luer lok (250) (B)(4). Units. Customer reports that the material has cracks, breakage of the product or part of it - syringe with stopped, risk of spilling of qty. Lot : (B)(4). Validity: (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Photo received by our quality team for investigation. Through visual inspection, cracked barrel is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with binding of the barrel, this binding can cause cracks in the barrel which does not prevent the part from being assembled. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.